Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Correction to d8, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (3) three years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the main body image error and the camera cable are flooded by an internal charged coupled device fault has failed giving poor communication between the endoscope, processors and normal communication. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the hd 3cmos autoclavable camera head exhibited the image disappearing during the intervention radiology (ir) image. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus service center for evaluation and the customer's allegation was confirmed. The device evaluation also revealed the following findings: image failure error code e226, a cable failure due to a broken wire, a twisted cable, and a damaged cable due to flooding. Additional details relating to the patient and the event have been requested, but no response has been received at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.